Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the device failed to pace after the ra and rv lead were connected during a device implant procedure. The physician attempted to reconnect the device, and obtained the same result. The device was exchanged and a new device functioned normally. The procedure was completed and the patent was stable post procedure.

Manufacturer narrative:
The reported field event of failure to pace while connecting the leads to the device was confirmed in the laboratory. Analysis found a substance inside the ring spring slot of the v-connector and on the v-ring contact spring loops. This substance is a buffing compound used in manufacturing and was found to have prevented electrical contact between the spring and ring slot needed for signal transmission. The cause of the substance contaminating the contact spring was a manufacturing anomaly.